Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date with blood glucose level was 445 mg/dl. The customer experienced nausea and difficulty in breathing symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump. It was unknown if the customer was using auto mode or not at the time of incident. The infusion set cannula was bent. The insulin pump will not be returned for analysis.